Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. The implantable cardioverter defibrillator exhibited post paced t wave oversensing. The patient would continue to be monitored.

Manufacturer narrative:
Date of implant was previously reported as (B)(6) 2014 and was incorrect. The correct date of implant is (B)(6) 2014.